Event description:
The customer reported the surgeon implanted an icm115v4 11.5mm implantable collamer lens on (B)(6) 2012 in patient's right eye and the lens was explanted (B)(6) 2014 due to elevated iop. The lens was removed and not replaced. Patients last bcva was 20/20. See MFR# 2023826-2014-00685 for the other eye.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product showed no visible damge to the lens. The lens was rehydrated and both the length and width were remeasured and found to be within original design specifications. Medical review - elevated iop in the presence of a vicmo model may occur due to: remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowed ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cyst), mal-positioned footplates, steroid-induced iop, ect. Medical management of postoperative iop involves administration of iop-lowering drugs (topical, oral, or I/v if needed) and addressing insufficient pis by performing a new one or enlarging the existing one. . Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4).